Manufacturer narrative:
Method: visual inspection; material analysis; device history review; complaint history review; risk assessment. Results: materials analysis performed. Device history review indicated all devices accepted into final stock met specifications. Conclusion: therefore; based on this information and the material analysis the plausible root cause is misalignment of the cartridge to the gun and the tube of the cartridge then fractured because of the applied force of the rams.

Event description:
It was reported that; when the gun was used to squeeze the cement out of the cartridge, the cartridge broke off of the gun at the base and the tip shot forward off of the sterile field.

Event description:
It was reported that; when the gun was used to squeeze the cement out of the cartridge, the cartridge broke off of the gun at the base and the tip shot forward off of the sterile field.